Event description:
A healthcare professional reported with a description of intraocular lens (iol) when the surgeon was introducing shot out the end of the cartridge. Additional information has been received and stated that lens was primed using company ophthalmic viscosurgical device and surgeon tried to engage the injector with cartridge the lens shot off. Additional information has been received and stated that the surgery was completed. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only the used device was returned in a bag. The lens stop and plunger lock were removed. The plunger was oriented correctly. The plunger was retracted to mid nozzle. The anterior beveled tip area was slightly bent backward, possibly due to being returned loose and unprotected. The lens was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint of lens shot out of the end of the cartridge. Only the used device was returned. The plunger was retracted upon return. The plunger position in relation to the lens during advancement cannot be determined. The instructions for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be out of position can result in a negative outcome. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).